Event description:
It was reported to philips that fluoroscopy was unavailable. The device was inside clinical use at the time of the event. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon inspection, fse determined that the cooling unit was full of oil and found to be defective. The fse replaced the cooling unit. After replacement of the cooling unit, the system was returned to use in good working order. The codes were updated based on the investigation outcome.